Event description:
Facility reports that while lifting a resident using a uno 102 mobile lift that the actuator started to separate at the joint where the inner tube comes out of the outer tube. Resident was over the bed and no injuries were reported.